Manufacturer narrative:
Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the capsule ruptured following implantation of the preloaded intraocular lens (iol), during irrigation and aspiration (ia). The iol remains implanted and no further details were provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a video was provided for evaluation. The video showed an eye being implanted with a lens claimed to be a tecnis eyhance optiblue iol preloaded in the simplicity delivery system (model dib00v). From the beginning of the provided video, the lens was inserted in the capsular bag and totally unfolded; it appeared that the capsular rupture arose from the irrigation and aspiration (I&a) steps with a very low probability to be related to the lens. Although it is highly probable that the capsular rupture arose from the I & a steps, it cannot fully be determined from the video assessment. The potential final clinical impact of the reported incident cannot be determined from the video assessment. The complaint issue "capsule tear : posterior capsule rupture" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.